Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 9 fr pinnacle introducer sheath was returned mated along with the dilator for product evaluation. No other accessory components were returned. Visual inspection was performed. The crosscut valve was dissected and observed under microscope; damage was seen at the center of the valve. No damage was seen at the sheath inner lumen. No other anomalies were noted with the returned components. The sheath was subjected to leak testing to check for any air bubbles that may have attributed to the leakage. The distal end of the sheath was inserted into a 12 fr balloon which was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi (equivalent to 222 mmhg). The setup was submerged underwater for approximately 30 seconds and no air bubbles were observed at the hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and no bubbles were detected around the hub for 30 seconds. The sample passed the leak test per the manufacturer's guidelines. To check for damage at the crosscut valve, the valve was dissected and observed under microscope and was found to be torn. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion of the dilator to the sheath may have caused the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Patient identifier - requested, not provided. Age & date of birth - requested, not provided. Sex - requested, not provided. Weight - requested, not provided. Ethnicity - requested, not provided. Race - requested, not provided. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the valve on the ik sheath was leaking. Additional information was received on 28may2020. The procedure performed was an afib ablation using an 8fr ice catheter. The procedure was a success using the device. The patient condition was fine.